Manufacturer narrative:
Two levels within the kit exhibited the leakage. The open vial claim is 13 times within 13 days. Product labeling states: "this specimen/reagent should be handled at biosafety level 2, as recommended for any potentially infectious human serum or blood specimen in the centers for disease control/national institutes of health manual "biosafety in microbiological and biomedical laboratories," 1988." Customer return product was not available for eval. Complaint review was conducted. There was no other reported event for 5c cell control vials leaking between rubber stopper and cap within the last 12 months. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported potential biohazard when the vials in the coulter 5c cell control kit were leaking between the rubber stopper and the cap. Leakage occurred after 3-4 pierces. Operator was wearing personal protective equipment and there was no exposure to mucous membranes or open lesions. No reports of death or serious injury, and no affect to operator safety as a result of this event.